Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient's wife reported patient was at a diabetes camp in (B)(6) 2010, and experienced an elevated reading of "400 something." Patient's target blood glucose range is 100-130 mg/dl. Wife stated the patient inspected the infusion headset and noticed the infusion tubing was not connected to the infusion headset. Wife reported the patient was taken to the emergency room and treated but was not admitted to the hospital. Wife stated she was told the patient received an insulin IV. Wife reported patient has discarded the alleged infusion set. Wife stated patient is currently in the hospital; not due to diabetes. No product return was requested.